Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. UDI number is not available due to the limited information provided by the reporter. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) sprang out of the injector and nicked the iris. The lens was taken and inserted into a different cartridge and was implanted. Additional information was requested.